Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited some strange markers, based on programmed parameters should not have been displayed. The device was re-interrogated results were normal. No additional information was available.